Manufacturer narrative:
A ge service rep performed an onsite investigation. The user interface needs to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system's c-arm would not boot up. No pt injury was reported.